Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device would be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, the hakim valve could not be programmed after implantation. Two weeks after implantation, a hakim valve could not be programmed and was revised. It was reported that the valve had been flipped over into an inverted position. There is no report of symptoms for the patient.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming; no issues found. The valve was flushed; no occlusion was noted. The valve was then leak and reflux tested; no issues found. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.